Event description:
Pt was placed on fracture table with radiology board. Approx 15 mins into the operation, the radiology extension "broke". On inspection, the header of the extension piece was attached to the body of the piece with glue. The glue gave way causing the board to flex down with the pt on it. Pt did not hit the floor. The surgery was aborted.